Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c501 analyzer. The patient's initial phos result was 2.41 mmol/l and it was reported outside the laboratory. The sample was repeated at the request of the doctor and the result was 1.13 mmol/l. There were no adverse events. The phos reagent lot number was 690487. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The field service representative adjusted the rinse mechanism and adjusted the probe's exterior rinse water. He found the internal probe wash was quite low and was unable to fully adjust it. The field service representative replaced the gear pump head, pressure gauge, and r2 probe. The customer replaced the cells after the appropriate checks. The analyzer was confirmed to be working within specification and the issue has not re-occurred.